Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 54mm 38 m2a socket was placed in 40 degrees of abduction and 30 degrees of anteversion. Noted excellent fixation. 11mm std offset bimetric stem was placed with a -3 neck length, 38mm cocr head. Noted to have excellent motion and stability. No intraoperative complications noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 15-106054, m2a-38 cup non flared sz 54mm, lot# 550160. Item# x180311, bi-metric/x por nc 11x135, lot# 699530. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patent underwent revision due to pain with noted leg length discrepancy of l>r x 1.5 cm on exam approximately 12 years post initial implantation. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found scuffing on the outer radius such that the finish has become dull. Dings and scratching are present on the rim of the head. Dark debris is present at the top and bottom of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.